Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5068 implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
It was reported that there was a lead warning for high impedance on the right atrial (ra) lead. Oversensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.